Event description:
Was using a tablo hemodialysis machine for home hemodialysis. Completed treatment returned my blood. Had a 100 ml saline bolus given due to my blood pressure dropping. When the bolus went through approximately a three-quarter inch blood clot went from the cartridge into my venous catheter lumen. I observed it in the line. Go from my cartridge into the venous lumen and the catheter I was just diagnosed the same day with pulmonary embolisms bilaterally. I've never had any issues with clotting.